Event description:
It was reported that a malfunction occurred with the code malf 9. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided information to reset the pump, but the customer was unable to reset it immediately due to not having the charging supplies at work. The customer planned to follow up later.